Event description:
Additional information was received indicating that the patient's "bad seizures" were not related to vns and that the physician was monitoring the patient closely. No other information regarding the seizures was provided.

Event description:
It was reported through clinic notes received on (B)(6) 2012, that the patient's seizures were 'bad' in october, november, and december. It was indicated that the patient was experiencing 'staring seizures' that last a couple of minutes with postictal sleepiness. It is currently unknown if the 'bad' seizures indicated an increase in frequency and/or intensity. Attempts for additional information have been unsuccessful to date.